Manufacturer narrative:
The customer provided further patient information. Section a has been updated as applicable.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised it was observed that the battery 2 indicator displayed a red question mark. The device was able to be restarted and continued use without further issues. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio downloaded the electronic records from the device and verified the reported power issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised it was observed that the battery 2 indicator displayed a red question mark. The device was able to be restarted and continued use without further issues. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. The customer advised it was observed that the battery 2 indicator displayed a red question mark. The device was able to be restarted and continued use without further issues. This issue is patient related; however there was no adverse patient outcome reported.